Event description:
It was reported that the customer's blood glucose (bg) level read as "high"; cause was not known. Customer used manual insulin injections to address elevated bg. As the event occurred in the past, troubleshooting was not performed. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.